Event description:
The pump was returned to the manufacturer when it was replaced. The return paperwork indicated that the pump was replaced due to end of life. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. The pump underwent routine analysis.

Manufacturer narrative:
(B) (4). Final pump analysis revealed that gears seized-bridging residue. All gears had a significant amount of residue and corrosion on them. Some moisture and green corrosion was present on the motor housing. The roller arm area had extensive amount of red, brown and green corrosion and was very wet. X-ray showed that there was no roller arm movement. The top plate had brown corrosion on the underside.